Event description:
Customer reported receiving erratic readings on their freestyle freedom meter. Customer reported receiving readings of 51 mg/dl, "hi" (any reading higher than 500 is represented as "hi" in the meter), 120 mg/dl, 167 mg/dl and 41 mg/dl within 10 mins. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be filed once investigation results are available.